Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and adnexa uteri pain ("stabbing pain in ovary region") and was found to have weight increased ("weight gain/80 lbs over 5 year"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had resolved and the weight increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : arthralgia, back pain, weight gain. The following information was received from social media stabbing pain in ovary region. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- stabbing pain in ovary region. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had resolved and the weight increased outcome was unknown. The reporter considered arthralgia, back pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : arthralgia, back pain, weight gain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: new event weight gain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had resolved. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: arthralgia, back pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.